Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's daughter called to report that the patient has had a total of three episodes where they have woke with feelings of a shocking sensation. The patient's daughter-in-law then called the next day reporting that the patient was experiencing a shock. Follow-up was conducted for further information, and it was reported that the patient has not been in to see their physician for these symptoms. The device remains in use. No patient complications have been reported as a result of this event.